Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements of 132 ohms. Technical services (ts) was consulted and upon review the impedance trend showed a gradual rise, continued monitoring as well as programming options were recommended. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.